Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician tried to implant the pacing lead but "it did not work". The lead was opened not used and replaced. No patient complications have been reported as a result of this event.